Event description:
Philips received a complaint by the customer on the v60 indicating that an overcharge voltage protection (ovp) error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that an ovp error had occurred. A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of error codes in the event log. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that an ovp error had occurred. A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of error codes in the event log. The fse replaced the power management (pm) printed circuit board assembly (pcba) and confirmed the reported issue was resolved. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.